Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating a leak in reservoir compartment of their insulin pump. The customer had a blood glucose level was 400 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer stated that they had issues with weak sensor signals. The customer was assisted with regaining the sensor signal. The customer did not troubleshoot the high blood glucose levels and did not send the product back for analysis.